Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine inspection that the cardiosave intra-aortic balloon pump (iabp) battery capacity was low. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that the customer reported that the backup battery had a short storage time and the battery needed to be replaced after inspection. Replaced the backup battery (d146-00-0097). After replacement, perform a functional test on the equipment according to the factory's specified requirements. After the test, it meets the factory's specified requirements and is delivered for use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- e1 (event site address, event site telephone, event site city). Due to character limitation, below field are added from e1- event site telephone- (B)(6).